Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the breakage on the reported harmonic ace instrument happened while it was inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post operative x-rays were performed to check for remaining fragments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized by the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion, and it passed the energy recognition test. The instrument opened and closed properly. The instrument was connected to an in-house energy generator. The instrument passed the energy recognition test. Additional observation(s): the instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the proximal end and at the distal end. It possibly had broken fragments at the distal end. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.